Manufacturer narrative:
Product ID 3888-56, lot# v508993, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3888-45, lot# v487968, implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3778-45, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type, extension product ID 3550-39, product type accessory, product ID 3550-39, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient had a total system explant due to less than 50% therapy relief in her original painful areas. The patient stated that the device once offered her significant, although never 100% pain relief. The effect reduced over time and the patient wanted the device removed so that she could pursue other treatments and take a magnetic resonance image (MRI). The device impedances were measured to be within range and it was noted that it was at end of service (eos). There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no significant anomaly. The device was at normal end of life and the telemetry and output were okay. Final analysis of the extension revealed no significant anomaly. The extension body was cut through and the product was segmented. Final analysis of the lead (lot #v508993) revealed no significant anomaly. The lead body was cut through and the product was segmented. Final analysis of the lead (serial #(B)(4)) revealed no significant anomaly. The lead body was cut through and the product was segmented. Final analysis of the lead (lot #v487968) revealed no significant anomaly. The lead body was cut through and the product was segmented. Final analysis of the titan anchor (#1) revealed no significant anomaly and that the silicone had been cut. Final analysis of the titan anchor (#2) revealed no significant anomaly and that the silicone had been cut.